Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was positioned but exhibited inadequate electrical measurements. During an attempt to reposition the rv lead, the helix was observed to not extend properly. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, this right ventricular (rv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned with the helix retracted and dried blood/body fluid noted in the helix housing and the neck region. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test failed as blood/dried body fluid had infiltrated into the helix mechanism preventing normal rotation.

Event description:
It was reported that this right ventricular (rv) lead was positioned but exhibited inadequate electrical measurements. During an attempt to reposition the rv lead, the helix was observed to not extend properly. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.